Manufacturer narrative:
H3: device analysis was not completed as on date of this report. A supplemental report will be submitted once device analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the indigo handpiece no longer works properly and was overheating quickly. It gives an error code 15 on the ipc. There was no patient impact.

Manufacturer narrative:
Product analysis did not confirm the reported issue. The pre-repair temperature test results, after running for 1 minute at 60k rpm, were t1 76°f and t2 76°f which are below 118.4 °f. Above information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Device analysis did not confirm the reported issue. The pre-repair temperature test results of the handpiece at 60k rpm were t1 = 76°f and t2 = 76°f, which are within the limit of 118.4°f. Therefore, the event is considered not reportable.